Manufacturer narrative:
Additional information: two different venaseal kits were used to treat the right and leg left across two consecutive days. Patient remains symptomatic. A left lower vein excision was scheduled but was unsuccessful due to the patient not wanting to have the procedure done. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: physician performed and outpatient, short segment, left gsv excision and noticed venaseal nodules primarily to the thigh area of her left leg. Patients symptoms resolved in her left leg post- procedure. Physician performed the same procedure (short segment- right gsv excision) on the right leg due to prolonged leg rash and pain on (B)(6) 2025. Patient is pending follow-up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat the left and right mid great saphenous veins (gsv) of a patient. No abnormalities reported in relation to anatomy reported. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive were reported. The blue introducer was used. The catheter tip 5cm caudal to sfj. It is reported the patient experienced hypersensitivity, swelling, skin inflammation, skin irritation and persistent- redness, itchiness and pain within 30 days post procedure. The reaction occurred the treated artery/vein (>5cm from access site. Bilateral leg pain on inner thighs for approximately 1 month, described as severe. Symptoms are bilateral, worse on the left leg. Patient has erythma and selling along the distribution of the paint. Symptoms improve with medication and elevation of legs, worse with compression stockings and standing. Ultrasounds shows halo of inflammation around the treated gsvs. The patient was prescribed steroids, topical gel and cream, anti-histamines and pain medications to treat the symptoms. The issue is still present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.